Event description:
It was reported from icue that during an infusion of levophed (0.9% sodium chloride norepinephrine) the device alarmed for air in line. The patient was so tenuous that in the small amount of time it took to address the alarm, the patient became hypotensive and coded. There was no air visible in the line and no medication was delivered. This has only occurred when infusing levophed. The patient was reported to be extremely ill. The clinician questioned if this was a true air in line issue or was there something else causing the alarm to go off that was not air. The pump was taken out of service for testing. The customer reported that the patient experienced a life-threatening adverse event. The IV pump was changed, blood pressure improved and patient was resuscitated successfully.

Manufacturer narrative:
The customer¿s stated issue of alarmed for air-in-line with no visible air was not confirmed. The log review found no air-in-line alarms during the reported event date where only one infusion took place. Functional testing consisting of false air-in-line testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested during this investigation. Inspection: an internal and external inspection were performed on the source device. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on them. The male iui has several spots on the contacts with corrosion. The root cause of the customer¿s complaint was not identified. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 09feb2019. Review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from icue that during an infusion of levophed (0.9% sodium chloride norepinephrine) the device alarmed for air in line. The patient was so tenuous that in the small amount of time it took to address the alarm, the patient became hypotensive and coded. There was no air visible in the line and no medication was delivered. This has only occurred when infusing levophed. The patient was reported to be extremely ill. The clinician questioned if this was a true air in line issue or was there something else causing the alarm to go off that was not air. The pump was taken out of service for testing. The customer reported that the patient experienced a life-threatening adverse event.